Manufacturer narrative:
Lumenis investigated the event report by contacting the user facility directly to obtain further information including patient's vital history and age, treatment settings, reported outcome; however, only limited information was provided in addition to the initial report. A lumenis technical expert examined the subject device and completed performance tests of all specifications. It was further noted the physician encountered an unrelated error message (error #29) while training herself with the system after the suspected event. A team of lumenis quality/clinical experts have determined the device error code which was observed, error 29 was not the cause of the suspected incident, therefore device malfunction is not the suspected root cause of the reported event. In addition, a lumenis clinical director reviewed the provided documentation. After further investigation, it was concluded that the root cause of the reported event was due to the patients pre-existing medical conditions. The patient was reported to have high blood pressure and was on anti-coagulant medications at the time of the procedure. Supporting documentation has also concluded that anticoagulants are considered a risk factor for spontaneous suprachoroidal haemorrhage in cases with diabetic retinopathy. ([1] r. Velez-montoya, j. Guerrero-naranjo, c. Gonzalez-mijares, j. Fromow-guerra, g. Marcellino, h. Quiroz-mercado and v. Morales-cantón, "pattern scan laser photocoagulation: safety and complications, experience after 1301 consecutive cases.," br j ophthalmol. , vol. 94, no. 6, pp. 720-4, 2010. The [2] a. Mikawa, s. Honda, I. Sugita, n. Okamoto and h. Toda, "severe post-laser suprachoroidal haemorrhaging in a diabetic patient receiving anticoagulants," br j ophthalmol., vol. 88, no. 8, pp. 1101-2, 2004.)

Event description:
A user facility reported that following a pan-retinal photocoagulation (prp) treatment, one (1) patient sustained a small stream of vitreous hemorrhage towards the end of the procedure. An additional ten (10) heme spots were visible on a fundus photo taken a few minutes after the procedure, which were not visible during the procedure.